Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction inop on the intellivue multi measurement server x2. No information was provided whether any sound was still coming from the device. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.